Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ blood collection needle with luer adapter there was an issue with failure of the safety mechanism. It was stated ¿the shield fell off while trying to active the safety device". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. Investigation conclusion; based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) from the manufacturing process for this issue and corrective actions have been implemented.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented. (B)(4). Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) from the manufacturing process for this issue and corrective actions have been implemented.